Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was no led illuminate and the device had no function. It was further determined that the device had a short circuit when switch on and the display/led was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from germany that the universal battery charger device had an unspecified defect. During in-house engineering evaluation, it was observed that there was no led illuminate and the device had no function. It was further reported that the device had a short circuit when switch on. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.